Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced three separate site issues involving 23 in, 6 mm contact detach infusion sets, including two events of elevated blood glucose and one event with blood observed in the tubing, with no related alerts or alarms. Symptoms included hyperglycemia with a reported maximum blood glucose of 300 mg/dl and no ketones, medical intervention, or use of backup therapy. Outcomes included no hospitalization, no emergency treatment, and no lasting impairment. Investigation included complaint intake, troubleshooting, and user education regarding site management and replacement processes. Investigation of this case revealed that the cause of the hyperglycemia and blood in tubing events could not be determined based on the available information, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.